Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The total daily insulin delivery totals appear inconsistent die to time and date reset. Pump powers on with the display remaining blank. Pump was opened and no damage was found to the display screen. When a test display screen was used the display functioned properly. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. The bolus button is missing.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the display on the pump went black yesterday. The reporter stated that she inserted a new battery and the display was still black. She tried several different batteries. The reporter denied trauma or moisture to the pump. The reporter stated that the patient's blood glucose (bg) level at the time of the call was 331mg/dl with ketones. The reporter stated that they will be contacting the healthcare professional to address the high bg. This report is being made due to the patient's alleged hyperglycemic event due to alleged black display screen.